Manufacturer narrative:
Device remains in patient. This is the final report.

Event description:
A report was received that the patient underwent a pocket revision. The reason for the pocket revision is unknown. The patient is reportedly doing well after the revision.